Event description:
It was reported that the water alarm keeps ringing. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown. No information received to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(6) h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found no physical damaged on the device. Functional testing found the reported event was not reproduced. The complaint was not confirmed. Root cause could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken.